Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set (microbore) 152 cm (60 in) was damaged. The following information was provided by the initial reporter: rn was switching out a syringe of epinephrine. When they went to go switch the tubing over the end piece broke off in the neutravalve cap. Rn had to find a different spot to put the epinephrine. The delay in epinephrine caused the patient to become hypotensive, requiring higher vasoactive support.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination indicates that the sample separated at the distal end luer connection. Further examination of the sample, under magnification, shows that there is sufficient solvent on the bonding surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing location for root cause analysis. After investigation, the potential root cause of separation between tubing and male luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. A quality alert was generated to communicate and reinforce the correct solvent application. A device history record review for model me2020 lot number 25019013 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.